Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the reported error message; the lem (link electronic module) printed circuit board assembly was found out of electrical specification. Analysis also found the power cord bay assembly was damaged. The stylus was not working; stylus found out of electrical specification.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer displayed an error message during boot-up. A different programmer was used to finish the case. The programmer was returned. No patient complications have been reported as a result of this event.